Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two electronic photos were provided and reviewed. In the first photo, two devices were shown in which one of the device's needle was noted to be broken. The second photo shows the both devices labelling information which matches/verifies with the tw details. Based on the provided photos, the reported failure to fire cannot be confirmed and the needle break was identified. Therefore, the investigation is confirmed for the identified break as one of the device's needle was observed to be broken and the investigation is inconclusive for the reported failure to fire as no objective evidence was shown in the provided photos. A definitive root cause for the reported failure to fire and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided liver biopsy through normal density tissue, the outer cannula of the device allegedly failed to fire. No coaxial needle was used and the procedure was completed using another device. There was no reported patient injury.